Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would occasionally not power on or when powered on, would power off by itself. It was advised that the issue could be related to the battery. The company representative will order a new battery to troubleshoot and will return the programmer for service if the issue is not resolved. The current status is unknown. There was no patient involvement.